Event description:
It was reported that xio is exporting isocenter position values for rt_plan inconsistently for ssd beams. This problem occurs when the plan is recalled and exported right away and the beam's ssd is never recalculated; therefore, it will give incorrect isocenter position and field size that lead to a bigger or smaller than desired treatment area. There was no patient involved in this reported case. No further information was reported.